Event description:
It was reported that the wake button was not functioning as expected and required multiple presses to function. There was no adverse impact to the customer¿s blood glucose level. The customer declined troubleshooting further with tandem technical support but planned to continue using the pump for insulin therapy.